Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 which occurred on the homechoice during use during dwell 4 of 5. As the baxter technical services representative could not determine a cause for the error, the hp was advised to use manual supplies to complete therapy. Baxter product surveillance contacted the care giver on (B)(6) 2011. She did not note any air in the line or anything unusual about the supplies, and they had been discarded. The hp did contact his nurse about the event, and therapy since then has been going well. There were no adverse effects reported to be caused by this incident. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 (air in set) could not be confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.